Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the battery measurement was not available. False eri triggered on (B)(6) 2014 and battery voltage not available due to measurement system lock-up. Reset of the device by programmer with updated software cleared the lock-up condition. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) device reached elective replacement indicator (eri) prematurely and no battery voltage was displayed. Reprogramming was performed to restore previous parameters. The device remains in use. No patient complications have been reported as a result of this event.